Manufacturer narrative:
Investigation evaluation: the product said to be involved in the report was returned in an open tray. The lot number was not provided. Our laboratory evaluation of the product said to be involved confirmed the report. All components were not included in the return (no catheters were returned) therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "off" position. The red activation knob was disengaged in the handle indicating deactivation of the carbon dioxide (co2) cartridge. The device was not tested as returned in order to first investigate the co2 cartridge since the report indicated that the device did not activate. The co2 cartridge was removed for inspection and was fully punctured. This indicates that at some point, the device was activated. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. When retested with a new co2 cartridge and activation knob, the device did not spray. The tubes were disconnected for removal of powder. No clumps of powder or obstructions were found in the tube between the powder chamber and on/off valve or in the tube between the powder chamber and the regulator. Visual and physical inspections of the cannula and hole in the bottom of the powder chamber showed the cannula and diffuser chamber openings to be clear. The clearances of the internal tubes and powder chamber components were checked with pin gauges and found to be conforming. The regulator was pressure tested and found to be functioning as intended. The low pressure valve was disassembled and all components were included. Powder was present on the orange o-rings. The device was reassembled with the original co2 cartridge and activation knob. It was confirmed that the activation knob could reach full activation position and was flush with the bottom of the device handle. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: the root cause for the report of unable to spray is unknown. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. To assist the user, the instructions for use (IFU) state the following, "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion." The report indicates that the device was tested prior to use. A corrective action has been initiated concerning device failure due to being unable to spray powder. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided, the complaint states the hemospray was tested prior to use. A cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
In preparation for a procedure, the user selected a cook hemospray endoscopic hemostat. When twisting the red knob at the bottom of the handle, the carbon dioxide (co2) would not activate and the device would not spray. The procedure was successfully completed with another hemospray endoscopic hemostat. This occurred prior to patient contact; there was no impact to the patient.